Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an intermittent catheter restriction alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the nurse had recently removed a restrictive binder bra from the patient and has not heard the alarm since. There was no presence of any blood in the helium tubing, no external kinking, and all connections were secure. The possible reasons for the alarm were explained to the customer and they were advised to use nursing interventions to be sure that patient was not moving their arm. It was also suggested that they discuss this with the provider as there could potentially be an internal kink causing the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).